Event description:
It was reported the cable had broken after it was used several times. The connector equipment end is weak and fragile. The connector equipment end was broken in places and the customer has requested an improvement demand. The cable is not in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the cable had broken after it was used several times. The connector equipment end is weak and fragile. The connector equipment end was broken in places and the customer has requested an improvement demand. The cable was examined by x-ray and it was found that the cable was fractured. The cable is not in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Further review prompted a change in the device analysis results.